Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify no delivery alarm due to motor error alarm noted.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose value was 235 mg/dl at the time of the incident. Troubleshooting was done for no delivery alarm. The customer was explained that alarm was caused by infusion and reservoir occlusion. Customer was reported that the insulin pump as working as designed. The insulin pump will be returned for analysis.